Manufacturer narrative:
We received one 120803f catheter without the packaging for examination. The balloon latex, spring tip, both windings and part of the catheter body tubing appear to have been broken off the catheter tip. There is 7mm of the catheter tip missing. All sections of the balloon tip that were broken off the catheter were not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.7 lbs on an inflated balloon. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, the tip of the balloon of this fogarty catheter was detached inside of the patient. During a bypass revision customer did a thrombectomy of the left fibular artery. After the third attempt, customer wanted to remove the catheter out of the artery; however the tip of the balloon detached inside the patient before the balloon could be deflated. Fortunately, the tip of the balloon could be recuperated with a forceps and the clot could be removed using another catheter. There was no allegation of patient injury.